Event description:
The site reported the following: a pt, with an admitting diagnosis of coronary artery disease, underwent a cardiac catheterization and percutaneous coronary intervention (pci) of a complex left anterior descending (lad) lesion. The diagnostic portion of the cardiac catheterization was performed without issue. During the interventional part of the procedure, the physician had difficulty advancing the guide catheter and made multiple attempts without success. The physician was eventually able to advance a 6f guide catheter through the femoral site. The first picture was taken and it was noted that the left anterior descending artery (lad) and circumflex obtuse marginal branch (omb) had slow to no flow. Multiple attempts were made to wire the lad with much difficulty. The physician ballooned and stented the lad without much change in the thrombolysis in myocardial infarction (timi) flow. The pt's condition deteriorated during the procedure resulting in cardiac arrest. Cardio pulmonary resuscitation (CPR) and defibrillation were performed. The pt subsequently expired in the catheterization lab. Post-procedure, the physicians involved with the case reviewed the images and concluded that this event was caused by either an embolus or an air injection.

Manufacturer narrative:
A medrad service engineer performed a system service check of the avanta injector (B)(4) on (B)(6) 2010 and the unit was found to be operating to specification. The site continues to use the injector after the reported event. The lot numbers of the disposables involved with the case were unk. In addition, the disposables were not retained by the site; therefore, no further investigation could be performed. Additional applications training was provided to the customer on september 23, 2010.